Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the guidewire (subject device) broke off intracranially during retraction and remained in an intracranial vessel. The issue happened towards the end of the intervention, the idea was to try to remove some more distal thrombi. After removing the detached part of the guidewire (subject device) from the body, the intervention was ended. The detached distal part of the guidewire (subject device) could be aspirated and removed from the patient's body. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the guidewire was returned in two fragments. (190.4cm proximal fragment and 98cm distal fragment), the proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken, the distal fragment was inspected, and the nitinol tubing was seen to be broken with the platinum wire stretched, the core wire distal end was observed through the distal tip dome, when dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. A functional inspection was not available as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the wire broke off intracranially during retraction and remained in an intracranial vessel. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The guidewire was returned and it was confirmed that the distal section of the guidewire had stretched and fractured, confirming the reported event. It is probable that the guidewire experienced high tension and/or torsion forces while retracting the guidewire, due to the tortuous anatomy of the patient resulting in the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire broken/fractured during use¿ as well as the analyzed 'guidewire distal tip stretched' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the guidewire (subject device) broke off intracranially during retraction and remained in an intracranial vessel. The issue happened towards the end of the intervention, the idea was to try to remove some more distal thrombi. After removing the detached part of the guidewire (subject device) from the body, the intervention was ended. The detached distal part of the guidewire (subject device) could be aspirated and removed from the patient's body. No additional information available.